Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that due to the above, she purchased another bg meter. The user also reported that when she goes to the doctor, her bg readings are a lot lower than the bg readings that she receives on the dario meter.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.